Event description:
It was reported that the artificial urinary sphincter (aus) is going to be removed on a future date due to cuff erosion and infection. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be removed on a future date due to cuff erosion and infection. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. It was further reported that the patient underwent a revision surgery on (B)(6) 2019. There were no further patient complications reported.